Event description:
Same case mfg. Report number - 6000118-2006-00059. It was reported that during a rotational atherectomy procedure, the patient died. The patient had triple vessel disease and an ejection fraction of 20%. The patient had unsuccessful lad poba one week, prior to this procedure. During this procedure, the patient's pressure dropped down to between 40-50 during inflation. The physician suggested surgery or rotablator; however, the family and the patient declined surgery. The following information was reported about the rotablator procedure that was performed the following week: after local infiltration with 2% xylocaine the right femoral artery was entered using the percutaneous seldinger technique. The left femoral artery was also accessed, as well as venous access. Difficulty gaining right arterial access. Access obtained, sheath seated in right groin, pacer wire advanced to lv per swan catheter. Pacing ability checked, capture obtained. A left coronary angiogram was performed. A jl guide catheter was advance to the lad. The physician then advanced the rotablator burr to the mid lad lesion. The patient was given neosynephrine prior to passing the burr. The 1.25 burr passed over the lesion and the patient's pressure dropped. The 1.25 burr was exchanged for the 1.5 burr. Patient was given neosynephrine and the burr passed over the lesion. The patient's pressure is stable at this time. It was noted by one of the rn's that the patient was experiencing cyanosis of the lips and ears. Anesthesia and respiratory were called to the cath lab. The patient was not responding to verbal stimuli and was shaking, seizure activity was noted. The patient was given oxygen by bag valve mask. Patient was given neosynephrine and anesthesia was called. The patient was not responding to verbalization or light shaking. The patient was given lasix. A code was initiated and CPR was started. Patient expired. Information regarding the cause of death and the relationship of the device to the event has been requested, however, we have not received a response from the physician. When and if additional information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.